Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by ms&s that the nurse called, stating she has a (B)(6) patient with a 4fr sl PICC that was placed on (B)(6) 2017. The nurse stated that the patient has metastatic brain cancer and is presently in their hospice care. She stated that the PICC was placed in the right arm and trimmed to 31 cm. She states that d5w is being delivered at 10 ml/hour and dilaudid at 2 ml/hour for a total rate of 12 ml/hour. She stated that the PICC has a good blood return and flushes well. She states that after the medication was started, blood backed up all the way up the IV tubing. She stated that this occurred twice within 2 hours of the infusions being started. She stated that two chest x-rays had been done and the PICC tip is in the proper location. She also stated that tpa had been done, but the PICC continues to back up with blood. She states the patient has experienced some heart irregularity, but does not believe it is a positional issue.